Event description:
Boston scientific crm received information that this cardiac system had oversensed noise, leading to pacing inhibition. No asystole was noted, and the noise could not be reproduced. Further information was later received that the patient had further pacing inhibition, causing the patient to have a syncopal episode. During a routine device replacement, a new right ventricular (rv) pacing lead was implanted and the device was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
A severed 13 cm proximal segment of the lead was later returned for analysis. A thorough evaluation of the lead segment was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory testing of the returned segment was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The lead was abandoned and is not expected to be returned for analysis. This report will be updated if additional information becomes available.

Event description:
--